Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the pd patient received an "m31 air detected in cassette" alarm warning during pd treatment. The patient contact stated she saw a few air bubbles in the drain line and unused lines but not in the patient line. Line connections were secure and clamps were open. The patient continued to receive the same m31 warning and treatment was cancelled. When the contact removed the cassette she stated that there was a lot of fluid inside the cycler. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact stated the pd patient received an "m31 air detected in cassette" alarm warning during pd treatment. The patient contact stated she saw a few air bubbles in the drain line and unused lines but not in the patient line. Line connections were secure and clamps were open. The patient continued to receive the same m31 warning and treatment was cancelled. When the contact removed the cassette she stated that there was a lot of fluid inside the cycler. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.